Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a notable increase in the impedance values when connected to the implantable pulse generator (ipg), in relation to the values obtained through the analyzer. The ipg remains in use. No patient complications have been reported as a result of this event.